Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, at the end of an ercp with destruction of calculi, the patient coughed out the distal cover from the scope after she was extubated. The distal cover was intact and physicians were notified. The patient's procedure also included foreign body/stent removal, sphincterotomy/papillotomy; endoscopic cannulation of papilla with direct visualization of pancreatic/common bile ducts; endoscopic catheterization of the biliary ductal system, radiological supervision and interpretation. The customer reported no patient injury. A request for additional information is in progress. This event includes 2 reports: (B)(6): maj-2315, h2209. (B)(6): tjf-q190v, unknown. This report is 1 of 2.

Manufacturer narrative:
This supplemental report is being submitted to correct type of report. Type of report: initial, type of report.

Event description:
Additional information was obtained from the customer. The patient coughed-up the cap after she was extubated. There was no delay to the procedure. The patient had no injury from this event. She is still experiencing upper quadrant discomfort which a physician is following. The endoscope and distal cover were inspected prior to the procedure, but there were no issues found. After attaching the distal cover to the scope, it was inspected for damages and there were no issues found. The customer's endoscopy tech was on a video chat with the olympus rep during the application of the distal tip cover to ensure the proper step by step application and securing of the cover. The customer was unable to confirm whether the distal cover was pulled or twisted to make sure it does not come off. There was no anti-fog agent applied to the scope lens. However, a water-based lubrication jelly was used, and is used during all of the ercp procedures. The customer did not report this event to the FDA. The endoscope was last serviced by a third party ((B)(6) service team) on sept. 10, 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been less than 1 year, since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be identified. However, per CAPA-20735, the detachment of the device (maj-2315) was likely, caused by the following: 1. Chemicals, such as anti-fog agents adhered to the cover and were damaged by chemical attack. Making it easy for the cover to come off the scope. 2. The cover was easily removed from the scope, due to insufficient attachment to the scope. 3. When the cover was attached to the scope, the cover was damaged by pushing it diagonally. Making it easy for the cover to come off the scope. The event can be detected/prevented by following, the instructions for use (IFU), which state: ¿attaching the distal cover: please make sure that the distal cover is intact without any problem before installation. And it has no damage(crack) after installation¿. ¿also, do not use anti-fog agents, as it is known, that anti-fog agents will damage the cover¿. Olympus will continue to monitor field performance for this device.